Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as 2134265-2010-01033. It was reported that during the use of an all purpose drainage catheter, a malfunction occured. The area being treated is unknown. The sales representative reported that 'due to the way the locking system is labeled on the hub, it gets turned the wrong way and the catheter ends up coming out of the patient.' The procedure was completed with another of the same device. Additional information requested but not available.